Event description:
International customer reported that a patient presented with an acute abdomen two days following an incisional hernia repair. The patient was transferred to the ICU. Current status of the patient is reported as recovered. Surgeon opines that patient had a "toxic" reaction to the device.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.